Manufacturer narrative:
(B)(4). Investigation result a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the middle section of the balloon. The pinhole confirms the reported event of the balloon leaking. It was also noticed during the functional inspection that there was leaking also due to a hole in the guidewire lumen. A microscopic examination of the balloon found that the guidewire lumen has a hole. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as insufficient balloon strength during the insertion through the scope as well as interaction with the scope, that could have cause the damages found on the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the cystic duct calculi during a choledocholithotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.